Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'door not registering as closed' which was reproduced during evaluation. A review of the event history log identified 'door not registering as closed'. The reported condition was verified. The cause was determined to be a failed upper latch switch. The upper auxiliary was replaced to correct this condition. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because this issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door did not register as closed during an unspecified process step. There was no patient involvement. No additional information is available.